Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized due to peritonitis and another indication. The patient was treated with meropenem (1gm, intravenous, every 8 hours). Patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.